Event description:
Initial reporter indicated to their manufacturing consultant that one of their vns patient's was deceased. The treating physician did not know the cause of death nor the relationship to their vns therapy. The only reason they knew the patient had died was because the patient's 2008, office visit was cancelled. Good faith attempts were made at the patient's treating physician's office to see if any further details could be attained and no further information has been received. Coroners contacted in the patient's county of death reported that no autopsy was performed and death not reported to their offices. At this time the events surrounding the patient's death are not known. It is not known if the patient died at home, another location or any circumstances surrounding their death. It is unknown if the patient had their vns products explanted after their death. Manufacturer does not have a signed release from family to obtain a copy of the patient's death certificate from vital statistics.